Event description:
A doctor reported that prior to a procedure the tabletop (tt) illuminator was unable to be used. There was no patient involvement. It was determined that the standby switch was turned on when the tt illuminator was started up. The surgery was started and completed using the auxilliary illuminator. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The company representative indicates that the customer had pressed the eject button for the tabletop illuminator instead of the standby switch when turning on the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The company representative indicates that the customer had pressed the eject button for the tabletop illuminator instead of the standby switch when turning on the system. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).